Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to broken tubing going from the pump to the cylinders. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported.